Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Diabetes educator was activating a new code on the customer's accu-chek connect dm app (B)(6) because previously the app was providing incorrect bolus advice. She states the customer carb ratio for the time block 6 am-11 am was 1 unit for 6 grams. She advised that the customer entered in 35 grams and the app recommended 3 something units when it should have recommended 5.8 units. She provided another example of the meter not providing correct bolus advice for carbs entered. The customer entered 48 grams. The bolus advice recommended 5 units instead of 8. No adverse event alleged. The customer is unable to send a back up file because he uninstalled his app. No back up file will be received.